Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. The cause of peritonitis was unknown. The patient was not hospitalized for peritonitis. On an unreported date, the patient was treated with injection (inj.) Vancomycin 1g and inj. Amikacin 250mg (routes not reported) for peritonitis. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.